Manufacturer narrative:
Additional information: d10 analysis found that a complete lead was returned in one piece measuring 58.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a right ventricular lead revision. Prior to procedure, it was noted that the lead exhibited high capture threshold, loss of contact, and intermittent capture. It was suspected that the lead was micro-dislodged as it seemed the lead was not getting proper contact with the tissue. The lead was explanted and replaced. The patient was in stable condition.